Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient's infusion set's tubing was detached (pulled) at the site while sleeping. The site location was her thigh, and the pump was in her under wear. The infusion set had been used for the second day. The infusion sets were not stored or used in a place where they might have been exposed to extreme temperatures and humidity. Moreover, there was no stress or pull on the tubing and the pump was not dropped with the set connected to the body. No further information available.